Event description:
In late 2005, my body became very sick and fatigued. I went to doctors and had many tests done. All the normal tests and was told that everything looked normal. Well, I have never recovered from the fatigue and brain fog. I finally found a doctor who tested me for metal toxicity. My test came back with mercury clearly at an elevated level in my body. I went to a doctor who is a specialist in chelating mercury out and had another test, again my levels of mercury were completely off the charts. I have had my mercury amalgam fillings replaced and am now chelating the large amount of mercury out of my body. I can easily trace my sickness back to the earlier 2005, when I was going to a general dentist to have 6 mercury amalgam fillings replaced. Since that spring I have battled fatigue, brain fog, nausea, confusion, muscle twitching, headaches, and other symptoms clearly related to the mercury released from the mercury amalgam fillings. Event abated after use stopped or dose reduced: yes.